Manufacturer narrative:
Root cause: the root cause for the reported issue that device had pump chamber started alarming was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states " pump chamber started alarming and stopped infusing". There was patient involvement, but the outcome is unknown.